Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was explanted after the patient stopped using the system due to experiencing her scs ipg becoming hot after she lost a significant amount of weight and hit the ipg against an object. The system was explanted per the patient's request.